Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricle lead exhibited noise and low pacing impedance. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.